Event description:
The distributor reported that the length chosen for a patient's precice nail was too long. Only one proximal locking screw and one distal locking screw was used to secure the precice nail. As a result, the distal locking screw was bending as the patient was lengthening.

Manufacturer narrative:
The patient's existing precice nail was removed and the patient was revised with a precice nail of a smaller diameter and shorter length. To date, the patient is doing fine. The 'instructions for use' state that two (2) proximal and two (2) distal locking screws are to be used to secure the precice nail into the patient's bone. In addition, the surgeon must use discretion when selecting the appropriate length precice nail for each patient and take into account each patient's anatomy. To date, the device involved in the alleged incident has not been returned; therefore, no evaluation can be conducted. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications. No similar complaints have been received with regard to this lot. The current investigation results indicate that this incident occurred as a result of a user/technique related problem and was not due to a product malfunction.

Manufacturer narrative:
The returned device was evaluated yielding results within specifications. The device was fully functional and operated within specifications; no malfunction was detected. This incident occurred as a result of a user/technique related problem and was not due to a product malfunction.